Event description:
This spontaneous case was reported by a consumer and describes the occurrence of urinary tract infection ("urinary tract infection more and more frequent, around of 2 per months") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant), migraine ("intense migraines"), tendonitis ("tendinitis in knees and elbows"), limb discomfort ("fingers feet which got stuck") and hernia ("hernia"). At the time of the report, the urinary tract infection, migraine, tendonitis, limb discomfort and hernia outcome was unknown. The reporter provided no causality assessment for hernia, limb discomfort, migraine, tendonitis and urinary tract infection with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.